Manufacturer narrative:
Concomitant medical products: product ID 3487a, lot# l60413, implanted: (B)(6) 1999, explanted: (B)(6) 2015, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported her implantable neurostimulator (ins) was replaced due to normal battery depletion, but the lead had to be replaced because the electrodes were bad. It was noted that the consumer was having trouble with this device when the lead electrodes were not working. It was not working because the electrodes were not in the same place. Indication for use included failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.